Event description:
It was reported that the patient was seen in the clinic for routine follow up visit and the health care professional (hcp) noted that the device was depleting faster than expected. The battery longevity dropped to remaining at 1.5years in 6 months. There was no change in impedance and threshold values. This device currently remains in service. No adverse patient effects were reported.